Event description:
It was reported that during an implant attempt, the ventricular lead had low r-waves. Coil fracture was suspected. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst commented, the lead was returned with the outer insulation breached cut/ extrinsic and blood was ingressive along lead length. Electrical resistance and cross continuity test results were within specifications, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint and it appears to have been caused at implant. (B)(4).